Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mk6568 batch number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a knee procedure on (B)(6) 2019 and barbed suture was used. During the closure of the knee capsule, the needle is completely separated from the wire in the encasement region. There were no adverse patient consequences reported.